Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer support guided caller through inspecting cartridge o-ring, cleaning pump connection area, and attempting to reload cartridge, but initial cartridge did not load successfully, so caller filled and loaded new cartridge from same product lot with assistance and then successfully completed load process and resumed insulin delivery.